Event description:
Reported events of "24 unpublished cases of bi-alcl" found from journal abstract, "1435: breast implant-associated anaplastic large cell lymphoma (bialcl): a comprehensive histopathological evaluation of 40 cases with a proposal for a pathologic staging system," annual abstract meetings. As no diagnostic testing is provided, event will be captured as lymphoma. Side is unknown. Manufacturer of device is unknown.

Manufacturer narrative:
Manufacturer of the device is unknown. Therefore, this field in the medwatch has been corrected to reflect this.

Event description:
Reported events of "24 unpublished cases of bi-alcl" found from journal abstract, ¿1435: breast implant-associated anaplastic large cell lymphoma (bialcl): a comprehensive histopathological evaluation of 40 cases with a proposal for a pathologic staging system,¿ annual abstract meetings. As no diagnostic testing is provided, event will be captured as lymphoma. Side is unknown. Manufacturer of device is unknown.

Manufacturer narrative:
Device labeling addresses lymphoma: published studies indicate that breast cancer is no more common in women with implants than those without implants. A large, long-term follow-up found no significant increases in the risk rates for a wide variety of cancers, including stomach cancer, leukemia, and lymphoma.